Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was reported to have been discarded by the facility and is therefore not available for evaluation. Without return the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screw broke during insertion into the tibia. About 1/3 of the screw was inserted when it broke. Surgeon decided not to use a new screw but to leave the broken part of screw in the bone for fixation of the tendon. It was reported that patient must not put load on the leg for 6 weeks post-op in order to enable the implant to incorporate to the bone.